Event description:
Device malfunction: resistance during device advancement. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a heavily scarred common femoral artery after an unspecified procedure. Reportedly, during advancement of the device into the pt anatomy, resistance was felt. The device was removed and an angio-seal was used to achieve hemostasis. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with any add'l relevant info.